Event description:
MFR received returned product form indicating that the pt's vns therapy lead was replaced due to a lead discontinuity. Explanted lead was not returned with the form. Good faith attempts for both the explanted device and further information are currently being made.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.